Event description:
As the pt attempted to replace the wcd 2000 batery (#1) after 24-hrs of use and inserted battery #2 into the device, the monitor reported "reinsert battery" followed by "replace battery", eventhough, the charger had reported battery #2 as being charged. The original battery (#1) was returned to the monitor and battery #2 was returned to the charger. When battery #1 became exhausted, battery #2 was reinserted into the monitor; however, the same event occurred as before (3 times). The pt's charger and batteries were replaced.